Event description:
Medtronic received information that during the pre-implant balloon aortic valvuloplasty (bav), prior to the implant of this transcatheter bioprosthetic valve, using an inter valve balloon, the patient became hypotensive. It was determined the bav had caused an annular rupture. The core valve was implanted in an attempt to seal the rupture. The echocardiogram showed tamponade, verified on the angiogram. A pericardial window was opened to relieve the tamponade, however, after CPR, the patient could not be stabilized and died. It was reported that the patient had a severely calcified annulus and left ventricular outflow tract (lvot). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).